Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. The root cause of the optical signal issue was not determined since product and data logs were not returned. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that a placement signal did not appear on the automated impella controller following impella cp implant. Support was able to continue without the noted signal; however, that patient eventually succumbed to their pre-existing complication and passed away.